Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the rate of burst pressure (rbp) for a 12x40mm armada 35 is 10 atmospheres. The armada 35 instruction for use (IFU) warns: inflation in excess of the rated burst pressure may cause the balloon to rupture. The investigation determined that the reported difficulties were likely user related. It is likely that the rupture occurred due to inflating the balloon multiple times above the rated burst pressure (rbp). The difficulty removing was likely the result of the ruptured balloon material interacting with the guide wire and introducer sheath during removal, resulting in pain at the access site. The reported patient effect of pain is listed is listed in the armada 35 IFU as a known potential complication associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device return status updated from yes to no.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - above rated burst pressure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tight atrioventricular (av) fistula. The 12x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and inflated 6 times to 14 atmospheres and ruptured. When the balloon ruptured, it became entangled with an unspecified guide wire. The guide wire and the balloon were retracted to the sheath and could not be withdrawn from the sheath so all was removed together except for 8 inches of guide wire. The guide wire was then cut in order to remove the balloon. There was significant access site pain.